Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to suspected loosening. Intra-operatively, the surgeon reported the shell was more ingrown than he thought. The shell, liner, and biolox head were revised to a competitor shell, liner and biolox head. Rep confirmed there are no allegations against the head and liner, and reported that no further information will be available.